Event description:
On telemed visit of (B)(6) 2021, pt stated he was cooking when his driveline became to close to the stove causing heat damage to the silicone coating of the driveline. He built a 6 inch metal tubular casing to put over damaged area of the driveline to protect it.

Event description:
On telemed visit of (B)(6) 2021, pt stated he was cooking when his driveline became to close to the stove causing heat damage to the silicone coating of the driveline. He built a 6 inch metal tubular casing to put over damaged area of the driveline to protect it.